Event description:
Total hip joint removal patient with bedside commode privileges. Commode not high enough for patient. Nurse placed dmi commode extender on bsc. Patient fell off onto floor landing on surgical wound. Patinet to or for evacuation of hemaetoma from surgical site. No label on commode extender or box stating it should not be used on a bedside commode.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.